Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported thrombus on the device occurred. On (B)(6) 2015, a left atrial appendage (laa) closure procedure was successfully performed. A 24mm watchman ® laa closure device was implanted. The patient was discharged on clopidogrel 75 mg + asa100 mg for three months and then lifelong asa100 mg. The patient's follow up transesophageal echocardiogram s (tee) were normal through 12 months post implant. On (B)(6) 2017 the patient was hospitalized for pneumonia at another hospital. During a CT scan on (B)(6) 2017 and a tee on (B)(6) 2018 a floating / oscillating thrombus measuring 8x18x21mm was observed in the left atrium at the base of the watchman device, however there was no hemodynamically relevant cardiac defect. The patient was adjusted to pradaxa and will be re-examined in 6 weeks. The patient was stable and discharged. No further patient complications were reported.